Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was not made available from the site. On 12/03/2015, a medtronic representative, following-up at the site, reported clearing over 200 patients off the patient list seemed to help the performance. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly exited. The nurse reported the navigation system gave some kind of "shutting down" error message before exiting out. No details are known regarding the exact content of the message. In trouble-shooting, the navigation system was re-booted and normal function was restored. The site reported the navigation system was running extremely slowly. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.